Manufacturer narrative:
The results of this investigation confirmed the 7f amplatzer torque delivery system sheath tip was inverted. A review of the device history record confirmed the delivery system met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the delivery system, and the cause for the tip inversion remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
A 12 mm amplatzer septal occluder (aso) was deployed with a 7f amplatzer torqvue delivery system but upon deployment of both discs, the implant position was determined to not be stable. Upon withdrawal attempt, the aso could not be retracted back into the sheath. The sheath was replaced with a mullins delivery sheath and the aso was successfully withdrawn. The case was abandoned. On (B)(6) 2017, per report, the patient has swelling of the leg and deep vein thrombosis was suspected. The patient was treated with clexane.